Manufacturer narrative:
This is 4 of 5 reports. The subject device is not available.

Event description:
It was reported that during the procedure, friction was felt while advancing the guidewire through the subject microcatheter. Physician suspected that there was inner coating problem. There were no consequences reported to the patient due to the event.

Event description:
It was reported that during the procedure, friction was felt while advancing the guidewire through the subject microcatheter. Physician suspected that there was inner coating problem. There were no consequences reported to the patient due to the event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the catheter shaft was found flat/crushed close to the distal end. The distal tip was found missing/cut off from the catheter. During functional testing the catheter could not be flushed. The patency mandrel was advanced through the catheter with friction and significant amount of blood exited from the distal end. The catheter was flushed again with no difficulty. The reported friction was most likely due to some procedural/anatomical factors encountered. Based on the investigation results and available information an assignable cause of operational context will be assigned to the observed damages including catheter tip broken as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the device direction for use (dfu) but due to procedural and/or anatomical factors during use, the device performance was limited. In this case review (visual, physical, and/or performance testing) of device showed no evidence catheter polytetrafluoroethylene (ptfe) coating peeling. Therefore, the reported issue of ptfe coating peeling could not be confirmed.